Event description:
It was reported that the user experienced a temporary loss of dexcom g7 continuous glucose monitor (cgm) signal to the ilet bionic pancreas after the devices were separated during a shower, with connection restoring and glucose values reappearing once the devices were brought back within range. No clinical signs, symptoms, or conditions were reported. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. User support included product troubleshooting and user education regarding pairing, proximity requirements. Investigation of this case revealed signal loss attributable to bluetooth communication interruption due to device separation, with normal function resuming upon reconnection and no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-environment interaction leading to intermittent wireless communication interruption.